Event description:
On 06/21: customer reports fluoro failed during a pt procedure. Customer provided no pt of procedural info, other than to say the pt was moved to another room and procedure was completed without incident. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot and found a faulty image intensifier servo amplifier board. Fse replaced the board and verified proper operation using the hut service manual. System was returned to full service by the customer.